Event description:
It was reported that this right ventricular (rv) lead recorded an alert for automatic threshold detected as greater than programmed amplitude. An increase in pacing impedance was also observed, rising from 550 to 1662 ohms, which is high within normal range. Additional information was provided. The rv lead recorded high pacing impedance out of range. An automatic safety switch from bipolar to unipolar occurred due to the impedance measurement of 2004 ohms, which is high out of range. In addition, stored non-sustained ventricular tachycardia events show oversensing of rv lead noise, resulting in periods of pacing inhibition. An increase in the pacing threshold is also observed. In-office assessment of the rv lead was recommended. The lead remains in service. No adverse patient effects were reported.